Manufacturer narrative:
Device evaluation: one sample model 10011865 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an infusion was performed 100ml/hour for first 15min and 300ml/hour for one hour. No occlusion was observed. The customer complaint was unable to be replicated. It is possible that the medication caused the blockage from the filter actively filtering out larger particulates since the issues was only seen during infusion. A definitive root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that the bd alaris extension set was occluded. The following information was provided by the initial reporter: during rapid remicade infusion blocked filter on tubing causing line to alarm occlusion. All trouble shooting done before changing filter and med infused once filter changed. Additional information received from the customer: what was the rate of the infusion? 100ml/hour for first 15min and if tolerated 300ml/hour for remainder of infusion. How long into the infusion did occlusion occur? Unsure from event report.